Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display board cable was reseated to resolve the issue. Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.